Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). This report is for unknown 105mm spiral blade/unknown lot number. Date of original implant: (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient was originally implanted with a left trochanteric fixation nail advanced (tfna) in (B)(6) 2016. On an unknown date, the patient was seen post operatively for complaints of left lateral pain at the surgical site of the femoral neck. An MRI and x-ray revealed a nonunion. On (B)(6) 2016, the patient underwent revision surgery for the extraction of the tfna for the nonunion and complaints of pain. A 360mm x 10mm nail, a 105mm spiral blade and a 42mm distal locking screw were removed. The devices were sent to the lab as part of the hospital protocol and reportedly came back clear. The patient was revised to a competitor's nail. The procedure was completed successfully without delay. The patient was reported to be stable. This complaint involves 3 devices. This report is 2 of 3 for (B)(4).